Event description:
Event was reported to caldera medical by an attorney. The patient experienced slight bleeding, pelvic pain, urinary incontinence, painful sex and infections. No further information has been provided.